Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Successfully downloaded history files and traces using thus. The history download confirmed pump error 53 (line number 1384 file number 26) due to a hardware error. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. No damage on the electronic assembly, motor or force sensor noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and power loss alarm. Customer also reported that their blood glucose the night prior to calling was 500 mg/dl. It was unknown if customer was using the auto mode feature at the time of the event. Customer changed the infusion set and got the alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test was completed and passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.